Manufacturer narrative:
(B)(4). No health consequences or impact. Summary evaluation was translated from (B)(6) to english language.

Event description:
The patient had a closure in the p2 segment. A 6f 45cm dura sheath was used. The thrombotic occlusion was good to pass using a v18 control recanalization wire. The wire was then exchanged for a 0018 "rotarex wire. After successful wire passage, a 6f 135cm rotarex was introduced. After 5000 ie heparin, the intervention was started. In the end of the closure, the rotarex stopped, and could only be recovered afterwards broken. The catheter was recovered without problems. The passage was then completed with a catheter without any problems. However, no further problems arose from this situation. The catheter was properly prepared.